Manufacturer narrative:
H11. Corrected data: updated section h6 (result and conclusion)

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed, and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. In this case, the valve was replaced with a smaller size valve. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that a 27mm valve in the tricuspid position was explanted at implant due to annular disruption while tying the valve sutures. A 25mm valve was implanted in replacement. The patient was in recovery. Per received records, this patient underwent emergent four-vessel CABG, requiring va ECMO that was complicated by emergent mediastinal exploration due to mediastinal bleeding. Two consecutive attempts were made to wean the patient off va ECMO, but she developed severe tricuspid regurgitation and right ventricular failure. She was optimized over a few days and brought back to the or for mediastinal washout and possible va ECMO decannulation or tvr. After va ECMO wean, there was severe tricuspid regurgitation with rvf. The patient underwent a tricuspid valve replacement, that was initially performed on a beating heart. The surgeon tried to place a 27mm valve but the anterior and the posterior annulus disrupted while he was tying the valve sutures. The valve was removed to inspect the tricuspid annulus. The posterior and part of the anterior annulus had dehisced from the atrium and the atrial wall was torn up to the atrioventricular junction with manipulations. The heart was arrested and complex reconstruction of the valvular annulus with felted sutures was done and a 25mm valve was implanted in replacement. The valve seated well and was secured with sutures. A bovine pericardial patch was used to reconstruct the av junction and part of the ra wall. The team tried to wean the patient off cardiopulmonary bypass and transition to rvad support, but the patient was hemodynamically unstable with left ventricular dysfunction. Central va ECMO was restored and the patient was transferred to cvicu with an open chest for coagulopathy in stable but serious condition.